Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Insufficient information provided. Unable to perform a compatibility check. X-rays were provided and reviewed by a healthcare professional. Review found periprosthetic lucencies surrounding the tibial and femoral components, could represent bone osteopenia related to loosening. Overall fit, alignment and bone quality are good. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00709. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Mmi review of xrays found geographic zone of radiolucency surrounding the stem. Hardware appears intact. No hardware fracture. Osseous structures intact. No bone fracture. No joint effusion. No soft tissue swelling. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient underwent revision surgery for pain due to suspected infection. Planned explant did not take place as prosthesis was too well fixed. Doctor only changed out the poly and the patella. Attempts have been made and no further information has been provided.